Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable info = 03) alarmed during self test and was confirmed in the formatted history file due to cold solder joint at u1 keypad assembly. No keypads unresponsive or missing segment found.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received frozen display, partial display, keypad anomaly and received hardware low level failure. The customer¿s blood glucose level was 150 mg/dl at the time of incident. The customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. Customer states block mode was inactive. Customer states an alarm was in progress at the time the button was unresponsive. . Customer was able to successfully clear the alarm. Customer states all buttons are responding. Customer states the display returned to normal. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.